Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 evaluation information can be found in the following fields: h6 and h10 intuitive surgical, inc. (Isi) has received the power tray assembly associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the reported complaint that the vsc does not power on. During in-house testing, the power tray assembly was placed into a pca system and failed to start-up. The root cause is attributed to a component failure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the customer complaint that the vsc does not power on. The reported issue was reproduced and to correct the problem, fse replaced the power tray assembly (part# 371846-06) . Following service, the system was tested and verified as ready for use. Isi has not yet received the replaced power tray assembly for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: system unavailability after start of a surgical procedure caused the procedure to be converted to a laparoscopic procedure and may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the vision side cart (vsc) does not power on. The user contacted (B)(4) technical support engineer (tse) for assistance. As instructed by tse, the user checked the main circuit breaker on the vsc and confirmed that it was in the on position. Tse then instructed the user to re-plug the vsc power cord to another wall outlet, however, issue did not resolve. The user also confirmed that the breaker on the illuminator, dual camera control unit, and core were in the on position. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the reported issue occurred post anesthesia and ports were placed. The reporter also confirmed that the procedure was completed laparoscopically. As a result of the reported issue, there was a procedure delay of 10 minutes. No patient information was provided.